Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. Unrelated to the reported issue, an the sample was applied to the test strip while it was inserted into the meter and there was no countdown to obtain a numeric value. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Products were replaced and requested back for investigation.

Event description:
The patient did a meter to lab comparison and obtained a 134 mg/dl on the meter and a 107 mg/dl in the lab. The patient denied exhibiting any symptoms or seeking any medical attention due to the reported issue. The complaint is being reported since the meter to lab comparison is greater than 20% or 20 mg/dl.

Manufacturer narrative:
Follow-up (3/13/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.